Event description:
Per the clinic, the patient experienced skin and tissue overgrowth on the abutment and subsequently, was treated with antibiotics. It is unknown if there are plans to perform revision surgery as of the date of this report.